Manufacturer narrative:
Manufacturer ref# pr288467 summary of investigational findings: it is assumed that difficult filter release (¿deployed obliqty¿) caused damage to the filter legs (¿tentacles got malformed¿). The filter was removed by snare with no reported harm to the patient. Despite several attempts additional information could not be obtained. The complete device was returned and an investigation found the introducer dilator kinked 11mm from the hub, the pre-dilator was curved, and the introducer sheath was squeezed 296mm and 545mm from the distal end and kinked 383mm from same. Blood/biological matter in the femoral cup indicated that the femoral introducer had been used and also, the red safety button was pressed down, ie the system was unlocked. The release button stuck in hardened blood/biological matter and could not be activated, but after soaked in water it worked as intended and the femoral cup moved freely inside. No damages were noted on the cup. The filter was damaged and out of shape; the primary filter legs were twisted and one of them was bent. One secondary leg was pushed against the center of the filter and the remaining seven secondary legs were more open than specified with two of them crossed. The filter hook was slightly straightened. No imaging was provided and based on the investigation findings and the limited information provided the exact reason for the difficulties encountered, when releasing the filter cannot be determined. However, the sticking introducer may suggest difficulties in releasing the filter in the first place and following release attempts may have damaged the pre-expanded secondary filter legs. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# pr288467 summary of investigational findings: it is assumed that difficult filter release (¿deployed obliqty¿) caused damage to the filter legs (¿tentacles got malformed¿). The filter was removed by snare with no reported harm to the patient. Despite several attempts additional information could not be obtained. The complete device was returned and an investigation found the introducer dilator kinked 11mm from the hub, the pre-dilator was curved, and the introducer sheath was squeezed 296mm and 545mm from the distal end and kinked 383mm from same. Blood/biological matter in the femoral cup indicated that the femoral introducer had been used and also, the red safety button was pressed down, ie the system was unlocked. The release button stuck in hardened blood/biological matter and could not be activated, but after soaked in water it worked as intended and the femoral cup moved freely inside. No damages were noted on the cup. The filter was damaged and out of shape; the primary filter legs were twisted and one of them was bent. One secondary leg was pushed against the center of the filter and the remaining seven secondary legs were more open than specified with two of them crossed. The filter hook was slightly straightened. No imaging was provided and based on the investigation findings and the limited information provided the exact reason for the difficulties encountered, when releasing the filter cannot be determined. However, the sticking introducer may suggest difficulties in releasing the filter in the first place and following release attempts may have damaged the pre-expanded secondary filter legs. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "ivc filter got deployed obliqty and tentacles got malformed. Retrieved using snare from another manufacturer." Patient outcome: no adverse effects on the patient due to this occurrence. Patient did not require additional procedures due to this occurrence.